Event description:
The customer reported that the system would not display an image on the left monitor. No patient injury or death was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface board, cpu and f1 fuse on the dc power distribution board were evaluated and replaced. Also repaired the main transformer. The system was tested and found to be working as intended and returned to service.